Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 3. Details of surgery: primary stability not achieved. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type IV. No product was returned to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.